Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a piece of phaco tip ultimately broke completely off during surgery. The surgery type was unknown. The tip was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
One opened phacoemulsification tip broken without a wrench in a bag was received. The phacoemulsification tip was visually inspected and deemed nonconforming, the phacoemulsification tip was broken at the aspiration bypass (ab) hole with a very jagged edge. The phacoemulsification had even wall thickness. There was wear on the threads and back of flange that was consistent with threading on a handpiece. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).